Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12465. It was reported the patient experiences a burning sensation at the lead site when the peripheral system (off label use) is turned on. Images taken show that both quad leads have migrated. Surgical intervention may be taken to address the issue.